Event description:
The lateral a poly disassociated from the tibial tray when the knee was brought through rom during surgery. Surgeon burred 2mm off the posterior lip of the poly and inserted it. The surgeon was able to complete the procedure. No known adverse effect at this time.

Manufacturer narrative:
The lateral a poly disassociated from the tibial tray when the knee was brought through rom during surgery. Surgeon burred 2mm off the posterior lip of the poly and inserted it. The surgeon was able to complete the procedure. No known adverse effect at this time. Review of the device history record indicates that the device was manufactured to spec.